Event description:
It was reported that this device exhibited an error message at the interrogation performed prior to removal from the shipping box. The message was indicative of a device that should not be used. Technical services was contacted for recommendations and to review the device history to date. Engineering review confirmed the unit should not be used and indicated a return for analysis. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no irregularities. Interrogation with a programmer found a red error screen that read "do not implant" and "initial device check unsatisfactory." Device diagnostics found in an invalid status template. A comparison of the calibration constants in the device memory versus the calibration constants programmed into the device memory during manufacturing did not find any differences. The patient log from the memory dump shows an error, which led to a reset. The exact cause of the corruption cannot be determined. The device passed automated electrical testing. The allegation made against the device was confirmed via analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited an error message at the interrogation performed prior to removal from the shipping box. The message was indicative of a device that should not be used. Technical services was contacted for recommendations and to review the device history to date. Engineering review confirmed the unit should not be used and indicated a return for analysis. No patient involvement was reported.